Event description:
Information was received from a patient regarding an external device. The reason for call was patient said the recharger is not charging. Patient said the green light is on the dock but the battery lights are two lines. Patient said they set the recharger on the dock and 2 of the lights light up but it doesn't charge. Patient had wr on dock for 2 hours and it didn't charge, an email was sent to the repair department. Additional information was received from patient reported they received replacement equipment which is working find and she was able to recharger her ins.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: unknown. Analysis of the wireless recharger wr9200 revealed that the recharger was unresponsive. The led's scroll continuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.